Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle eight. The patient's ultrafiltration reading was 1433ml, indicating the home patient (hp) drained 1433ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event opened during investigation of . The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.